Event description:
Philips received a complaint about the efficia dfm100 indicating that the device has software that is not booting up properly. The site biomed worked with the rse discussing the device. The device needs a processor printed circuit assembly (pca). A processor pca was ordered to the site biomed for their installation. No further action is necessary. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.